Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: device history records review was completed for part: 03.110.000, lot: 9230272. Manufacturing location: bettlach, release to warehouse date: dec 12, 2014. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: product investigation was completed. Visual inspection revealed no issues with instrument. No damage was noted on the device. A functional test could not be performed as the drill bit was not returned and the complaint condition was unable to be replicated without it. Measured dimensions conform to specification. The relevant drawings were reviewed; based on the visual inspection and dimensional inspection the complaint is unconfirmed. No definitive root cause could be determined as no issues were found with the guide. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H11 corrected data: b4, g4: these dates were inadvertently reported as 12/14/2018 in the initial report. The correct date is 12/02/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on december 2, 2018, during inventory of distal radius set at santa ana metro office it was noticed that the unknown variable angle drill guide wasn't allowing the unknown drill bit to pass smoothly through the instrument. There was no patient and procedure involvement.

Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the variable angle locking drill guide did not allow the unknown drill bit to pass smoothly through the instrument during inventory of a distal radius set. The event occurred at the santa ana metro office. There is no patient involvement. This report is for one (1) 1.8mm universal variable angle locking drill guide. This is report 1 of 2 for (B)(4).